Manufacturer narrative:
The device was returned to olympus without accompanying paperwork or a user report. A device investigation as performed. During the evaluation the front panel mouth was noted to be damage and the main power switch was missing. The top cover and bottom chassis were deformed and a broken screw was stuck inside the bottom of the chassis. The front panel of the chassis was bent, the rear panel was rusted, and the lens based was cracked. The lamp life meter read at over 500 hrs. The main power switch was up to date and the fan was functioning properly; however, the scope socket was worn out. The lamp was included the replacement parts list. The IFU contains the following statements: ¿do not apply excessive force to the light source and/or other instruments connection. Otherwise, damage and/or malfunction can occur.¿ the noted conditions from the device evaluation would indicate that the user applied excessive force to the scope socket, front panel, top cover, and the chassis. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The root cause could not be determined. Probable causes include improper handling of the device by the user. All 11 parts that required replacing were successfully replaced and tested. The device was then packaged and returned to the user facility. Olympus will continue to monitor the field performance of this device.

Event description:
During the evaluation of a returned visera elite xenon light source without paperwork, it was noted that the lens base was cracked. There was no reported patient involvement from the user facility who returned the device.